Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 37mmol/l. It was stated that the customer had stomach flu and the customer's glucose level was running high the day before the event. It was stated that the customer had several bent cannulas. It was stated that the customer changes the infusion set every three days and notices redness at the site area. It was stated that the customer's blood glucose was 5.3mmol/l in the evening when she was removed from the insulin drip. It was stated that the next morning, the glucose level was 13mmol/l and she was connected back to the insulin pump. It was stated that the customer's glucose has been rising since then and was treated with a manual injection. Reviewed the alarm history and found several error alarms. Troubleshooting was performed. Ran a displacement, fixed prime, and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.